Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been (B)(4). No files attached.

Event description:
A report received from the USA stated the device is experiencing an "oil leaking from hand piece" issue during surgery. No patient or user injury was reported. No additional information was provided.